Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Information added to the fields: h3, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation and the information provided, a definitive root cause could not be determined. However, it is likely that abnormality on communication with scope due to scope socket poor contact (failure) then b30 was displayed. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide the correct awareness date of may 6th, 2024.

Event description:
It was observed during the device inspection, that the xenon light source exhibited error b30 (scope communication error). There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.